Manufacturer narrative:
The pump was received with a drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarms.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was 144 mg/dl at the time of incident. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the pump. The insulin pump will not be returned for analysis.